Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited high threshold. The physician suspected that the elevated threshold was due to a physiologic block. The system remained implanted and a new system was implanted on the opposite side of the body. The patient was fine.